Event description:
Possible loose implant from osteolysis. Small woman revised for osteolysis under tray. Tibial base plates had no bone ingrowth, now having said that the woman had about 6 months with implant. There seemed to be some osteolysis under the libial base plate. Lots: eo8012200, f45022200, f39030103, f45050104. Models: ufpsrdoo-k, mtuux300-k, mlpsxd309-k, upuux831-k.